Event description:
Account experiencing erratic calcium results starting in 2008. The following five patient samples were provided as examples which occurred in 2008. Samples were repeated on a different analyzer - different methodology. Patient 2: initial result gave 14.8 mg/dl; repeat gave 10.5 mg/dl. Erroneous results were not reported. Although the exact root cause was not determined, the field service representative cleaned valves, and adjusted reagent probe 2 rinse station, performance tests were performed which were within specifications.

Event description:
Account experiencing erratic calcium results starting in 2008. The following five patient samples were provided as examples which occurred in 2008. Samples were repeated on a different analyzer - different methodology. Patient 4: (male), initial result gave 6.9 mg/dl; repeat gave 8.3 mg/dl. Erroneous results were not reported. Although the exact root cause was not determined, the field service representative cleaned valves, and adjusted reagent probe 2 rinse station, performance tests were performed which were within specifications.

Event description:
Account experiencing erratic calcium results starting in 2008. The following five patient samples were provided as examples which occurred in 2008. Samples were repeated on a different analyzer - different methodology. Patient 5: initial result gave 7.5 mg/dl; repeat gave 8.9 mg/dl. Erroneous results were not reported. Although the exact root cause was not determined, the field service representative cleaned valves, and adjusted reagent probe 2 rinse station, performance tests were performed which were within specifications.

Event description:
Account experiencing erratic calcium results starting in 2008. The following five patient samples were provided as examples which occurred in 2008. Samples were repeated on a different analyzer - different methodology. Patient 1: (female), initial result gave 5.3 mg/dl; repeat gave 7.7 mg/dl. Erroneous results were not reported. Although the exact root cause was not determined, the field service representative cleaned valves, and adjusted reagent probe 2 rinse station, performance tests were performed which were within specifications.

Event description:
Account experiencing erratic calcium results starting in 2008. The following five patient samples were provided as examples which occurred in 2008. Samples were repeated on a different analyzer - different methodology. Patient 3: (male), initial result gave 6.5 mg/dl; repeat gave 9.1 mg/dl. Erroneous results were not reported. Although the exact root cause was not determined, the field service representative cleaned valves, and adjusted reagent probe 2 rinse station, performance tests were performed which were within specifications.